Event description:
Related manufacturer reference number: 2017865-2022-12373, related manufacturer reference number: 2017865-2022-12375, related manufacturer reference number: 2017865-2022-12376. It was reported that the patient's implantable cardioverter defibrillator system exhibited high capture threshold. Programming changes were made. The patient's health condition was not provided.

Manufacturer narrative:
Further information was requested but not yet received.